Event description:
The hospital reported that on the 7th day of a patient being on ECMO a crack was noted in the tubing. ECMO continued and on the 14th day a rupture in the tubing occurred. A section of the tubing was removed and a connector was added to complete the circuit. Bypass was interrupted for approximately 2-3 minutes. There was no spcific hospital protocol established for when was no specific hospital protocol established for when tubing would be "walked" or moved along to a new section. The patient was not affected by this incident.